Manufacturer narrative:
The peritonitis occurred on an unspecified date "in about (B)(6) 2019". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis reported as "peritoneal infection". The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient was recovered from the event. Pd therapy was continued during treatment. No additional information could be provided as the reporter declined follow-up.